Event description:
It was reported that this device recorded a code 1003, presumed to be exposure to cold weather. The device was unintentionally taken out of storage mode by the programmer and recorded several failed rv threshold tests and a few daily measurements with saturated readings. The device was not cleared for implant. No patient involvement. Device was returned for analysis. Device was returned.

Manufacturer narrative:
This supplemental report was filled to update b5 field and 10 field with product analysis results. Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Manufacturer narrative:
Product was analyzed as a non return, and now product was returned. At this point, product analysis has not yet been performed for this device.

Event description:
It was reported that this device recorded a code 1003, presumed to be exposure to cold weather. The device was unintentionally taken out of storage mode and recorded several failed rv threshold tests and a few daily measurements with saturated readings. The device was not cleared for implant. In a different situation would be likely to compromise critical therapy leading to death/serious injury. No patient involvement.